Event description:
It was reported the patient had suffered a fall. Since that time, the patient has experienced difficulty establishing communication with the ipg. Following palpation of the ipg site, it was suspected that the ipg had flipped. Follow up information revealed that x-ray imagery confirmed the ipg had indeed flipped over. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.